Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the device exhibited non-sustained rv oversensing due to myopotential. Programming changes were made and further testing was recommended.